Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with unknown gel breast prostheses on (B)(6) 2003. The patient underwent removal on (B)(6) 2018 and the doctor reported that the size label was free floating in the pocket.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device. During evaluation the device did not have the size stamp, in addition, it was observed a rent on the anterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. Since lot number was not provided and the product was implanted in 2003, it could not be verified if the volume mark was added during the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Manufacturer¿s reference number: (B)(4).